Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was an erratic intermittent image issue. Based on the results of the investigation, the most probable cause of the reported issue is attributed to component failure. Additionally, during the investigation, an erratic intermittent image issue was identified, which was determined to be due to a leak in the scope connector; after aeration, the image quality improved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a scope communication error code e226 and scope error code e237. The issue occurred during inspection for use. There were no reports of patient involvement.